Manufacturer narrative:
Insulin pump passed displacement test, rewind, and basic occlusion tests. No unexpected low reservoir alarm noted. Unit had intermittent button response due to moisture damage on keypad traces. No buttons sticking or numbers scrolling up noted. Unit had cracked display window corner, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was not performed. The device was returned for analysis.